Event description:
It was reported by the customer that the bd pyxis medstation es system was down and showed a black screen during surgical cases, preventing access to medications. The customer mentioned that this station was one of the main core stations which predominantly served orthopedic cases and no other information was released. Customer confirmed that there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: b5, d1, d5, g1, h6 and h11 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 30-jul-2022 to 29-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was showing a black screen. The field service engineer reimaged the station to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device went to black screen due to structured query language issues and the application got stuck on initializing peripherals. The field service engineer reimaged the station to resolve. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system was down and showed a black screen during surgical cases, preventing access to medications.the customer mentioned that this station was one of the main core stations which predominantly served orthopedic cases and no other information was released.customer confirmed that there were no adverse events or injuries reported based on this event.